Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014). Device evaluation:the reporters meter has been returned on 06/19/2014 and evaluated on 06/21/2014 by lifescan product analysis with the following findings:error message is observed in the error log, but error was not reproduced during the investigation.however, a secondary issue was noted during testing, the battery was missing. A DHR (device history record) was completed on 06/03/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s sister contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch ultra 2 meter would not power on. The complaint was classified based on the customer service representatives (csr) documentation. The reporter stated that the alleged power issue intermittently started ¿one week¿ ago. The patient manages his diabetes with oral medication (unknown type) and with an injectable medication (byetta, unknown dosage). On (B)(6) 2014 between ¿4:30-4:45 pm.¿ the reporter stated that her brother developed symptoms of ¿shaking and giddy.¿ at 4:45 pm the patient tested his blood glucose on another device (unknown type) and obtained a result of ¿3.4 mmol/l.¿ immediately after, the patient self-treated by drinking ¿lucozade¿ and ate ¿toast.¿ at the time of troubleshooting, the csr documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.